Manufacturer narrative:
The tech replaced both the left and right gas springs to repair the stretcher.

Event description:
Info received indicates, the head section of the stretcher cannot be lowered.